Manufacturer narrative:
(B)(4).

Event description:
It was reported that backup vvi was observed via remote transmission. It was noted that the patient felt palpitations and was brought into the clinic for further troubleshooting. A device download was performed successfully. The patient had no adverse effects.